Manufacturer narrative:
(B)(4). The service engineer (se) troubleshot this issue with the customer over the phone. The se recommended to power cycle the device to clear the diagnostic message. The customer reported that during start up the diagnostic message was cleared and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.